Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised the neck, head and liner for adverse reaction to metal debris (left). The following components have no alleged deficiency and were not revised during this surgery: dynasty® shell, dspc-gf56, ni, qty. 1. Profemur® renaissance® stem, pls0-x41x, ni, qty. 1. Cancellous® bonescrew, 1808-0300, 069879842, qty. 1.